Manufacturer narrative:
Limited information is known to date on this event. The manufacturer is in the process of following up with the physician to determine further information. Implant physician on (B)(6) 2017 - dr. (B)(6). Explanting physician on (B)(6) 2017. Dr. (B)(6).

Event description:
On (B)(4) 2017 the manufacturer was notified through patient tracking of a perceval size 23 mm explant on (B)(6) 2017, after approx 5 months implant duration. The device was originally implanted on (B)(6) 2017. A perceval size 21 mm was then implanted.

Manufacturer narrative:
On follow up with the physician it was determined that this event was due to oversizing of the perceval device size 23mm. The device is not available for return and no evaluation is possible. As per physician medical judgment this event is attributed to oversizing per user error. No investigation is required and the case will be closed at this time. Not available for return.

Event description:
On nov 06, 2017 the manufacturer was notified of the following through patient tracking: a perceval size 23mm was explanted on (B)(6) 2017, after approx 5 months implant duration. The device was originally implanted on (B)(6) 2017. A perceval size 21mm was then implanted. On follow up with the physician it was determined that the patient presented with aortic insufficiency due to device oversizing as per medical judgment. Re-operation was performed and the physician commented that the perceval valve size 23mm was too large. The perceval size 21mm was then implanted. The patient outcome is good, and the explanted device is not available for return to the manufacturer.